Event description:
Customer reported receiving glucose result of 150mg/dl, 136mg/dl, and 128mg/dl on their freestyle flash blood glucose monitor. All results were performed within a 10 minute timeframe, and are within 20% of each other. Customer then reported feeling disoriented and confused. Paramedics were called, and the customer was transported to a local hosp where they were diagnosed with hypoglycemia and treated intravenously with dextrose in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A f/u report will be filed once investigation results are available.